Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sp monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.75mm x 3.7mm in size. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken snake wrist cable at the wrist disc. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the broken gray plastic ring was confirmed by failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the sp monopolar curved scissor (msc) instrument was observed to have a gray plastic ring at the end broken off. The sp mcs tip had not been attached. The sp msc instrument was not used on the patient.